Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation'), fallopian tube perforation ('perforation (fallopian tubes)/ device perforated at time of insertion'), device dislocation ('migration of essure device ¿ in lower left quadrant of abdomen/ device was not found in fallopian tube/ unable to see the left side essure device'), device breakage ('device breakage/fragments of essure wire remain in left side of pelvis/ left device broken'), urinary retention ('bladder problems or urinary problems: inability to empty bladder') and genital haemorrhage ('bleeding :other') in a 39-year-old female patient who had essure (batch no. A96182) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included psychiatric disorder nos, hypersensitivity reaction, anxiety, depression and latex allergy. Concurrent conditions included kidney stone since (B)(6) 2014, abdominal mass and left lower quadrant pain. Concomitant products included azithromycin (azo) since 2013 and tramadol since 2015. In (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced abdominal pain ("I would have debilitating cramping/ sever abdominal pain/ pain abdominal, chronic") and procedural pain ("pain started at time of implantation and was constant until surgery removal/ complications at the time of your essure procedure was very painful"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)") and rash ("occasional rashes on abdomen"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), mood swings ("mood swings/ hormonal changes"), night sweats ("night sweats/ hormonal changes") and hot flush ("hot flashes/ hormonal changes"). In (B)(6) 2013, the patient experienced abdominal distension ("my abdomen would bloat like I was several months pregnant"), dyschezia ("painful elimination"), anxiety ("anxiety/ psych injury") and depression ("depression/ psych injury "). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced urinary retention (seriousness criterion medically significant), pollakiuria ("frequent feeling of urination/ increased frequency/ increase urination due to the inflammation from the device"), dysuria ("pain with urination") and oliguria ("little production of urine"). In (B)(6) 2015, the patient experienced rubber sensitivity ("allergic or hypersensitivity reaction-latex allergy"). In (B)(6) 2017, the patient experienced amnesia ("memory loss/ neuro condition/ prob"). In (B)(6) 2017, the patient experienced migraine ("migraines/headaches") and headache ("headaches"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), feeling abnormal ("brain fog/ neuro condition/ prob"), vulvovaginal pain ("vaginal area pain"), complication of device insertion ("complications at the time of your essure procedure"), abdominal pain lower ("lower abdomen on left and right side, more sever on left side"), inflammation ("inflammation from the device"), pelvic pain ("pelvic pain/ debilitating pain"), dermatitis allergic ("allergy rash/ skin condition"), genital haemorrhage (seriousness criterion medically significant), cystitis ("bladder infection") and gastrointestinal disorder ("gi conditions"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, device breakage, urinary retention, vaginal haemorrhage, menorrhagia, rubber sensitivity, dyschezia, mood swings, night sweats, hot flush, amnesia, vulvovaginal pain, anxiety, depression, rash, pollakiuria, dysuria, oliguria, procedural pain, complication of device insertion, abdominal pain lower, inflammation, dermatitis allergic, genital haemorrhage, cystitis and gastrointestinal disorder outcome was unknown and the dysmenorrhoea, dyspareunia, fatigue, abdominal distension, abdominal pain, migraine, feeling abnormal, weight increased, headache and pelvic pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, amnesia, anxiety, complication of device insertion, cystitis, depression, dermatitis allergic, device breakage, device dislocation, dyschezia, dysmenorrhoea, dyspareunia, dysuria, fallopian tube perforation, fatigue, feeling abnormal, gastrointestinal disorder, genital haemorrhage, headache, hot flush, inflammation, menorrhagia, migraine, mood swings, night sweats, oliguria, pelvic pain, pollakiuria, procedural pain, rash, rubber sensitivity, urinary retention, uterine perforation, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: it was reported that, "they had problems inserting the devices into the fallopian tubes and it took longer and was very painful. They lost one of the devices inside me. Pathology report from the surgery did not produce a device from the left fallopian tube and was therefore not removed. I had perforated the fallopian tube and migrated and was not located during surgery ". To rule out issues with my kidneys and ureteral area as cause of pelvic pain and increase urination due to the inflammation from the device. The plaintiff received treatment for dyspareunia, pelvic pain, abdominal pain, bleeding, device breakage, psych injury , migration, fallopian tube perforation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.2 kg/sqm. Computerised tomogram - on (B)(6) 2015: showing left device broken. Computerised tomogram pelvis - on (B)(6) 2016: CT shows fragments of essure wire reside in the anterior-superior aspect of the left side of the pelvis.. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Ultrasound scan - on (B)(6) 2015: unable to see the left side essure device. Concerning the injuries reported in this case, the following ones were reported via medical records: uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-nov-2019: fu 5 and 6 processed together. Plaintiff fact sheet received :removal date added. Events added- pelvic pain, dermatitis allergic, genital haemorrhage, cystitis, gastrointestinal disorder. On 22-nov-2019: fu 5 and 6 processed together. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes)/ device perforated at time of insertion'), device dislocation ('migration of essure device ¿ in lower left quadrant of abdomen/ device was not found in fallopian tube'), device breakage ('device breakage/fragments of essure wire remain in left side of pelvis/ left device broken') and urinary retention ('bladder problems or urinary problems: inability to empty bladder') in a 39-year-old female patient who had essure (batch no. A96182) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included psychiatric disorder nos, hypersensitivity reaction, anxiety, depression and latex allergy. Concurrent conditions included abdominal mass and left lower quadrant pain. Concomitant products included azithromycin (azo) since 2013 and tramadol since 2015. In (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced abdominal pain ("I would have debilitating cramping/ sever abdominal pain") and procedural pain ("pain started at time of implantation and was constant until surgery removal/ complications at the time of your essure procedure was very painful"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia") and rash ("occasional rashes on abdomen"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), mood swings ("mood swings"), night sweats ("night sweats") and hot flush ("hot flashes"). In (B)(6) 2013, the patient experienced abdominal distension ("my abdomen would bloat like I was several months pregnant"), dyschezia ("painful elimination"), anxiety ("anxiety") and depression ("depression"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced urinary retention (seriousness criterion medically significant), pollakiuria ("frequent feeling of urination/ increased frequency"), dysuria ("pain with urination") and oliguria ("little production of urine"). In (B)(6) 2015, the patient experienced rubber sensitivity ("allergic or hypersensitivity reaction-latex allergy"). In (B)(6) 2017, the patient experienced amnesia ("memory loss"). In (B)(6) 2017, the patient experienced migraine ("migraines/headaches") and headache ("headaches"). On an unknown date, the patient experienced feeling abnormal ("brain fog"), vulvovaginal pain ("vaginal area pain"), complication of device insertion ("complications at the time of your essure procedure"), abdominal pain lower ("lower abdomen on left and right side, more sever on left side") and inflammation ("inflammation from the device"). The patient was treated with surgery (on (B)(6) 2015, plaintiff underwent bilateral salpingectomy). At the time of the report, the fallopian tube perforation, device dislocation, device breakage, urinary retention, vaginal haemorrhage, menorrhagia, rubber sensitivity, dyschezia, mood swings, night sweats, hot flush, migraine, amnesia, vulvovaginal pain, anxiety, depression, rash, weight increased, pollakiuria, dysuria, oliguria, procedural pain, complication of device insertion, abdominal pain lower and inflammation outcome was unknown, the dysmenorrhoea, dyspareunia, abdominal distension, abdominal pain, feeling abnormal and headache had resolved and the fatigue was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, amnesia, anxiety, complication of device insertion, depression, device breakage, device dislocation, dyschezia, dysmenorrhoea, dyspareunia, dysuria, fallopian tube perforation, fatigue, feeling abnormal, headache, hot flush, inflammation, menorrhagia, migraine, mood swings, night sweats, oliguria, pollakiuria, procedural pain, rash, rubber sensitivity, urinary retention, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: it was reported that, "they had problems inserting the devices into the fallopian tubes and it took longer and was very painful. They lost one of the devices inside me. Pathology report from the surgery did not produce a device from the left fallopian tube and was therefore not removed. I had perforated the fallopian tube and migrated and was not located during surgery ". To rule out issues with my kidneys and ureteral area as cause of pelvic pain and increase urination due to the inflammation from the device. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 61.224 kgs. Computerised tomogram - on (B)(6) 2015: showing left device broken. Computerised tomogram pelvis - on (B)(6) 2016: CT shows fragments of essure wire reside in the anterior-superior aspect of the left side of the pelvis. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Ultrasound scan - on (B)(6) 2015: unable to see the left side essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation'), fallopian tube perforation ('perforation (fallopian tubes)/ device perforated at time of insertion'), device dislocation ('migration of essure device ¿ in lower left quadrant of abdomen/ device was not found in fallopian tube'), device breakage ('device breakage/fragments of essure wire remain in left side of pelvis/ left device broken') and urinary retention ('bladder problems or urinary problems: inability to empty bladder') in a 39-year-old female patient who had essure (batch no. A96182) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included psychiatric disorder nos, hypersensitivity reaction, anxiety, depression and latex allergy. Concurrent conditions included kidney stone since (B)(6) 2014, abdominal mass and left lower quadrant pain. Concomitant products included azithromycin (azo) since 2013 and tramadol since 2015. In (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced abdominal pain ("I would have debilitating cramping/ sever abdominal pain") and procedural pain ("pain started at time of implantation and was constant until surgery removal/ complications at the time of your essure procedure was very painful"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia") and rash ("occasional rashes on abdomen"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), mood swings ("mood swings"), night sweats ("night sweats") and hot flush ("hot flashes"). In (B)(6) 2013, the patient experienced abdominal distension ("my abdomen would bloat like I was several months pregnant"), dyschezia ("painful elimination"), anxiety ("anxiety") and depression ("depression"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced urinary retention (seriousness criterion medically significant), pollakiuria ("frequent feeling of urination/ increased frequency"), dysuria ("pain with urination") and oliguria ("little production of urine"). In (B)(6) 2015, the patient experienced rubber sensitivity ("allergic or hypersensitivity reaction-latex allergy"). In (B)(6) 2017, the patient experienced amnesia ("memory loss"). In (B)(6) 2017, the patient experienced migraine ("migraines/headaches") and headache ("headaches"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), feeling abnormal ("brain fog"), vulvovaginal pain ("vaginal area pain"), complication of device insertion ("complications at the time of your essure procedure"), abdominal pain lower ("lower abdomen on left and right side, more sever on left side") and inflammation ("inflammation from the device"). The patient was treated with surgery (on (B)(6) 2015, plaintiff underwent bilateral salpingectomy). Essure was removed. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, device breakage, urinary retention, vaginal haemorrhage, menorrhagia, rubber sensitivity, dyschezia, mood swings, night sweats, hot flush, migraine, amnesia, vulvovaginal pain, anxiety, depression, rash, weight increased, pollakiuria, dysuria, oliguria, procedural pain, complication of device insertion, abdominal pain lower and inflammation outcome was unknown, the dysmenorrhoea, dyspareunia, abdominal distension, abdominal pain, feeling abnormal and headache had resolved and the fatigue was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, amnesia, anxiety, complication of device insertion, depression, device breakage, device dislocation, dyschezia, dysmenorrhoea, dyspareunia, dysuria, fallopian tube perforation, fatigue, feeling abnormal, headache, hot flush, inflammation, menorrhagia, migraine, mood swings, night sweats, oliguria, pollakiuria, procedural pain, rash, rubber sensitivity, urinary retention, uterine perforation, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: it was reported that, "they had problems inserting the devices into the fallopian tubes and it took longer and was very painful. They lost one of the devices inside me. Pathology report from the surgery did not produce a device from the left fallopian tube and was therefore not removed. I had perforated the fallopian tube and migrated and was not located during surgery ". To rule out issues with my kidneys and ureteral area as cause of pelvic pain and increase urination due to the inflammation from the device. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 61.224 kgs. Computerised tomogram - on (B)(6) 2015: showing left device broken. Computerised tomogram pelvis - on (B)(6) 2016: CT shows fragments of essure wire reside in the anterior-superior aspect of the left side of the pelvis. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Ultrasound scan - on (B)(6) 2015: unable to see the left side essure device. Concerning the injuries reported in this case, the following ones were reported via medical records: uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-nov-2019: mr received: event: uterine perforation added. Medical history and new reporters updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation'), fallopian tube perforation ('perforation (fallopian tubes)/ device perforated at time of insertion'), device dislocation ('migration of essure device ¿ in lower left quadrant of abdomen/ device was not found in fallopian tube/ unable to see the left side essure device'), device breakage ('device breakage/fragments of essure wire remain in left side of pelvis/ left device broken') and urinary retention ('bladder problems or urinary problems: inability to empty bladder') in a 39-year-old female patient who had essure (batch no. A96182) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included psychiatric disorder nos, hypersensitivity reaction, anxiety, depression and latex allergy. Concurrent conditions included kidney stone since (B)(6) 2014, abdominal mass and left lower quadrant pain. Concomitant products included azithromycin (azo) since 2013 and tramadol since 2015. In (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced abdominal pain ("I would have debilitating cramping/ sever abdominal pain/ pain abdominal, chronic") and procedural pain ("pain started at time of implantation and was constant until surgery removal/ complications at the time of your essure procedure was very painful"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)") and rash ("occasional rashes on abdomen"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), mood swings ("mood swings/ hormonal changes"), night sweats ("night sweats/ hormonal changes") and hot flush ("hot flashes/ hormonal changes"). In (B)(6) 2013, the patient experienced abdominal distension ("my abdomen would bloat like I was several months pregnant"), dyschezia ("painful elimination"), anxiety ("anxiety/ psych injury") and depression ("depression/ psych injury "). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced urinary retention (seriousness criterion medically significant), pollakiuria ("frequent feeling of urination/ increased frequency/ increase urination due to the inflammation from the device"), dysuria ("pain with urination") and oliguria ("little production of urine"). In (B)(6) 2015, the patient experienced rubber sensitivity ("allergic or hypersensitivity reaction-latex allergy"). In (B)(6) 2017, the patient experienced amnesia ("memory loss/ neuro condition/ prob"). In (B)(6) 2017, the patient experienced migraine ("migraines/headaches") and headache ("headaches"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), feeling abnormal ("brain fog/ neuro condition/ prob"), vulvovaginal pain ("vaginal area pain"), complication of device insertion ("complications at the time of your essure procedure"), abdominal pain lower ("lower abdomen on left and right side, more sever on left side"), inflammation ("inflammation from the device"), pelvic pain ("pelvic pain/ debilitating pain"), dermatitis allergic ("allergy rash/ skin condition"), genital haemorrhage ("bleeding :other"), cystitis ("bladder infection"), gastrointestinal disorder ("gi conditions"), bladder pain ("bladder pain") and allergy to metals ("allergic to nickel"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, device breakage, urinary retention, vaginal haemorrhage, menorrhagia, rubber sensitivity, dyschezia, mood swings, night sweats, hot flush, amnesia, vulvovaginal pain, anxiety, depression, rash, pollakiuria, dysuria, oliguria, procedural pain, complication of device insertion, abdominal pain lower, inflammation, dermatitis allergic, genital haemorrhage, cystitis, gastrointestinal disorder and bladder pain outcome was unknown and the dysmenorrhoea, dyspareunia, fatigue, abdominal distension, abdominal pain, migraine, feeling abnormal, weight increased, headache and pelvic pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, amnesia, anxiety, bladder pain, complication of device insertion, cystitis, depression, dermatitis allergic, device breakage, device dislocation, dyschezia, dysmenorrhoea, dyspareunia, dysuria, fallopian tube perforation, fatigue, feeling abnormal, gastrointestinal disorder, genital haemorrhage, headache, hot flush, inflammation, menorrhagia, migraine, mood swings, night sweats, oliguria, pelvic pain, pollakiuria, procedural pain, rash, rubber sensitivity, urinary retention, uterine perforation, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: it was reported that, "they had problems inserting the devices into the fallopian tubes and it took longer and was very painful. They lost one of the devices inside me. Pathology report from the surgery did not produce a device from the left fallopian tube and was therefore not removed. I had perforated the fallopian tube and migrated and was not located during surgery ". To rule out issues with my kidneys and ureteral area as cause of pelvic pain and increase urination due to the inflammation from the device. The plaintiff received treatment for dyspareunia, pelvic pain, abdominal pain, bleeding, device breakage, psych injury , migration, fallopian tube perforation diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.2 kg/sqm. Computerised tomogram - on (B)(6) 2015: showing left device broken. Computerised tomogram pelvis - on (B)(6) 2016: CT shows fragments of essure wire reside in the anterior-superior aspect of the left side of the pelvis.. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Ultrasound scan - on (B)(6) 2015: unable to see the left side essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2020: information received via social media. Event "bladder pain" was added. Event" genital bleeding" seriousness criterion was updated to non-serious. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes) / device perforated at time of insertion'), device dislocation ('migration of essure device ¿ in lower left quadrant of abdomen / device was not found in fallopian tube'), device breakage ('device breakage / fragments of essure wire remain in left side of pelvis / left device broken') and urinary retention ('bladder problems or urinary problems: inability to empty bladder') in a (B)(6) year-old female patient who had essure (batch no. A96182) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included psychiatric disorder nos, hypersensitivity reaction, anxiety, depression and latex allergy. Concurrent conditions included abdominal mass and left lower quadrant pain. Concomitant products included azithromycin (azo) since 2013 and tramadol since 2015. In (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). On(B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced abdominal pain ("I would have debilitating cramping / sever abdominal pain") and procedural pain ("pain started at time of implantation and was constant until surgery removal / complications at the time of your essure procedure was very painful"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia") and rash ("occasional rashes on abdomen"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), mood swings ("mood swings"), night sweats ("night sweats") and hot flush ("hot flashes"). In (B)(6) 2013, the patient experienced abdominal distension ("my abdomen would bloat like I was several months pregnant"), dyschezia ("painful elimination"), anxiety ("anxiety") and depression ("depression"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced urinary retention (seriousness criterion medically significant), pollakiuria ("frequent feeling of urination / increased frequency"), dysuria ("pain with urination") and oliguria ("little production of urine"). In (B)(6) 2015, the patient experienced rubber sensitivity ("allergic or hypersensitivity reaction-latex allergy"). In (B)(6) 2017, the patient experienced amnesia ("memory loss"). In december 2017, the patient experienced migraine ("migraines / headaches") and headache ("headaches"). On an unknown date, the patient experienced feeling abnormal ("brain fog"), vulvovaginal pain ("vaginal area pain"), complication of device insertion ("complications at the time of your essure procedure"), abdominal pain lower ("lower abdomen on left and right side, more sever on left side") and inflammation ("inflammation from the device"). The patient was treated with surgery (on (B)(6) 2015, plaintiff underwent bilateral salpingectomy). At the time of the report, the fallopian tube perforation, device dislocation, device breakage, urinary retention, vaginal haemorrhage, menorrhagia, rubber sensitivity, dyschezia, mood swings, night sweats, hot flush, migraine, amnesia, vulvovaginal pain, anxiety, depression, rash, weight increased, pollakiuria, dysuria, oliguria, procedural pain, complication of device insertion, abdominal pain lower and inflammation outcome was unknown, the dysmenorrhoea, dyspareunia, abdominal distension, abdominal pain, feeling abnormal and headache had resolved and the fatigue was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, amnesia, anxiety, complication of device insertion, depression, device breakage, device dislocation, dyschezia, dysmenorrhoea, dyspareunia, dysuria, fallopian tube perforation, fatigue, feeling abnormal, headache, hot flush, inflammation, menorrhagia, migraine, mood swings, night sweats, oliguria, pollakiuria, procedural pain, rash, rubber sensitivity, urinary retention, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: it was reported that, "they had problems inserting the devices into the fallopian tubes and it took longer and was very painful. They lost one of the devices inside me. Pathology report from the surgery did not produce a device from the left fallopian tube and was therefore not removed. I had perforated the fallopian tube and migrated and was not located during surgery". To rule out issues with my kidneys and ureteral area as cause of pelvic pain and increase urination due to the inflammation from the device. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Computerised tomogram - on (B)(6) 2015: showing left device broken. Computerised tomogram pelvis - on (B)(6) 2016: CT shows fragments of essure wire reside in the anterior-superior aspect of the left side of the pelvis.. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Ultrasound scan - on (B)(6) 2015: unable to see the left side essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2019: plaintiff fact sheet and medical records were received. Event injury was updated to following events: perforation (fallopian tubes) / device perforated at time of insertion, migration of essure device ¿ in lower left quadrant of abdomen / device was not found in fallopian tube, device breakage / fragments of essure wire remain in left side of pelvis / left device broken, bladder problems or urinary problems: inability to empty bladder, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), allergic or hypersensitivity reaction-latex allergy, dysmenorrhea, dyspareunia, fatigue, my abdomen would bloat like I was several months pregnant, I would have debilitating cramping / sever abdominal pain, painful elimination, mood swings, night sweats, hot flashes, migraines / headaches, brain fog, memory loss, vaginal area pain, anxiety, depression, occasional rashes on abdomen, weight gain, frequent feeling of urination / increased frequency, pain with urination, little production of urine, pain started at time of implantation and was constant until surgery removal / complications at the time of your essure procedure was very painful, complications at the time of your essure procedure, lower abdomen on left and right side, more sever on left side and inflammation from the device. Lot number, medical history, concurrent condition and concomitant medication were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.